Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 30 mm annuloplasty ring, the ring was explanted and replaced with a 35 mm annuloplasty band due to artery occlusion during suture implantation. The physician indicated it was not a product issue. No additional adverse patient effects were reported.